Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
No patient involvement: us complainant reported that the automated impella controller (aic) had display issues. Words were not showing up on the display or disappearing when the selector knob would highlight it.